Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55811015550, 510k# k122433, and (B)(4) is approved for market in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review- l1 burst fracture treated with single level above and below construct. 5.5 mm screw at t 12, 6.5 mm screw at l1 . A screw fracture is seen on post -op, x ray. "Time from implant is unknown. It is unknown if graft angulation was used. A hardware fracture at this mobile level is common if bony fusion does not occur. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure : bone adhesion after burst. Type and level of initial surgery procedure or technique used: 1-1 fusion was performed for l1 burst. It was reported that the patient underwent surgery on (B)(6) 2017. Post-op, the screw head's base on the right side of t12 was broken. For removing the broken screw, an additional operation using pse1 was performed.